Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose level was 356 mg/dl. Standard troubleshooting was performed. After the customer removed and reinserted the insulin pump's battery, the display screen returned and the insulin pump passed a self test. The customer was sent a replacement battery cap. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).